Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2007, the customer reported to bsc that during a hemostasis procedure, the handle to the resolution clip was actuated but it was not possible to release the clip from the catheter. The resolution clip was "pulled with force and removed from the tissue." The procedure was completed with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.